Manufacturer narrative:
This report is submitted on february 07, 2022.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient was placed under general anesthesia and underwent revision surgery to remove the excess skin on (B)(6) 2022.